Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that after programming a 6 gram bolus over 30 minutes, the infusion magnesium sulfate (20 grams in 500ml) allegedly did not revert to the ordered dose of 2 grams/hour. The infusion was completed in four (4) hours and fifty-seven (57) minutes instead. The all infusion report was reviewed by the hospital's pharmacy informaticist. They noted that the user used pre-population programming to initiate the infusion. A smart auditor review showed that the initial ordered dose that was sent to the pump from the "maw" was 2 grams/hour as ordered. Per customer, the review of the all infusion detail report showed that the initial dose programmed on the pump was 6 grams/hour, and then a bolus dose of 6 grams over thirty (30) minutes was programmed. After the bolus had been delivered, the dose reverted back to the initial programmed dose of 6 grams/hour. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that after programming a 6 gram bolus over 30 minutes, the infusion magnesium sulfate (20 grams in 500ml) allegedly did not revert to the ordered dose of 2 grams/hour. The infusion was completed in four (4) hours and fifty-seven (57) minutes instead. The all infusion report was reviewed by the hospital's pharmacy informaticist. They noted that the user used pre-population programming to initiate the infusion. A smart auditor review showed that the initial ordered dose that was sent to the pump from the "maw" was 2 grams/hour as ordered. Per customer, the review of the all infusion detail report showed that the initial dose programmed on the pump was 6 grams/hour, and then a bolus dose of 6 grams over thirty (30) minutes was programmed. After the bolus had been delivered, the dose reverted back to the initial programmed dose of 6 grams/hour. There was patient involvement but no harm.